Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on 16-may-2024. The infusion set was in use for 2 days. No further information available.